Manufacturer narrative:
MDR decision date - (B)(4) 2012. (B)(4) 2012 - (B)(6) - the consumer is a (B)(6) female, (B)(6). The consumers preexisting medical condition states that she has cancer. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleges that there are several places under the seat that are allegedly sharp (detent button) causing the consumer to allegedly cut her finger (left hand/middle finger where the knuckle is) through to the tendon. The consumer went to the hospital and had to have four stitches on her finger. The consumer alleges that she is going to have surgery on the finger. The unit was allegedly ordered on-line and the consumer has be utilizing the unit for approximately 2 years. The consumer was still using the same unit. (B)(4) has been initiated for this issue and the product is to be returned to invacare for an inspection and evaluation.

Event description:
Customer alleges there are some sharp edges on the bench. Minor injury alleged.